Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the patient died. The patient was diagnosed with triple vessel disease and an intravenous ultrasound (ivus) guided percutaneous coronary intervention was performed. Vascular access was obtained via the femoral artery. The concentric, de novo target lesion was located in the severely calcified left anterior descending (lad) artery. After pre-dilatation was performed, a 24 x 2.25 promus premier¿ drug-eluting stent was implanted in the lad, and 2 other non-bsc stents were implanted in an unspecified location. After post-dilatation was performed, the procedure was completed. No patient complications were reported and the patient's status was stable. The patient was then transferred to the ward. However, the following day, the patient died of unknown reasons.